Event description:
Ambit pain pumps malfunctioned when utilized on patients. Avanos medical pain pump pn#220527. When ambit pain control spike cassette is utilized with pump device, cassettes are not fitting properly and causing difficulty when using the priming dial. Cassette pn#220575. Manufacturer response for pump, infusion, ambit* (per site reporter) facility is currently working with representative from vendor.